Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and display anomaly. The blood glucose at the time of the incident was 123 mg/dl. The customer also reported an unexpected restart alarm with blood glucose of 165 mg/dl. Troubleshooting was performed but not completed because the rewind display was on the screen. The customer was assisted with rewind/prime but he did not disconnect the insulin pump from his body. Customer's blood glucose was monitored and ranged from lowest of 54 mg/dl and ended at 116 mg/dl. The device will not be returned for analysis.